Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us the wire lumen became torn during the procedure. The physician was performing intervention on the patient's right coronary artery. The physician inserted a short guide wire into the patient. The vessel was totally occluded. The physician inserted a balloon catheter and performed dilatation on the vessel. The physician inserted the aspiration catheter into the patient and performed aspiration. The physician then attempted to remove the aspiration catheter and pulled back and the wire lumen became torn. The physician was able to successfully remove the aspiration catheter with the guide catheter. The patient is reported to be fine.